Event description:
Spontaneous call - mom called said the needle pack was just air then the other needle was broken and she requested a second pack be sent. No further info provided. No info provided if pt missed dose. No adverse event reported. Not known if pt has defective product on hand. No lot or exp dates provided. There are no notes in pt profile specifying which needle. Therefore both needles on profile have been selected for this report . Reported to (B)(6) by pt/caregiver.